Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Device interrogation revealed high, out of range hv lead impedance and episodes of non-sustained lead noise. Alerts had been triggered, but the patient had not felt the vibratory patient notification. The hv lead impedance trends shows increasing impedance values for rv-to-svc and svc-to-can vectors. Reprogramming was recommended. No further procedures are planned due to the advanced age and health conditions of the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.